Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A 2.75x24mm promus element plus drug-eluting stent was selected for used. However, during upon opening the box the distal stent strut was found damage. The procedure was completed with another of same device to inside the patient. There were no patient complications reported and the patient status was stable.